Event description:
It was reported that during the surgery, as the product (alloclassic sl stem 1 12/14) was removed from the inner packaging, some scratched marks were observed on this inner package. The device was implanted anyway.

Manufacturer narrative:
The affected packaging was sent back to zimmer (B)(4) for investigation. As soon as an investigation result is available, an amended medical device report will be filed. A cause for this specific event cannot be ascertained from the info provided so far. A product failure cannot be confirmed. (B)(4).